Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 30oct2025, the distributor in canada reported the following to anika: medical & scientific information services enquired on behalf of a patient who attended our pain relief clinic for a [monovisc 4 ml, barcode, canada - 690009 lot number (ln) 000001260, exp 27may2028. Dosage given 3 ml/22 ga9], injection to the knee joint. The injection was administered on (B)(6) 2025. Patient contacted clinic on (B)(6) 2025 and complained of increased pain. She stated to the clinic that within 2 weeks she visited her family doctor and was prescribed pain medication. After six weeks post injection she is using a cane to walk and describing the pain as "mostly unbearable". Food allergies- msg & eggs. No other med. Conditions additional information is being solicited. The device is not available for evaluation.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: a review of the batch record for lot number 0000012609 was performed. UDI: (B)(4). Manufacture date 28 may 2025. Exp date 27 may 2028. The lot was manufactured and released to applicable procedures and specifications. A three-year retrospective review of the ncrs for this product was performed. There were no nonconformances documented that were related to the reported event. The IFU was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. A three-year retrospective review of retention inventory inspection reports beginning with the most recent lot closest to the manufacturing date of this product to the complaint lot was performed. There were no nonconformances documented in the report that were related to the reported event. A review of the recent stability study report for monovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications the data in the report shows that the stability profiles of the annual lots are consistent and indicates that the process is stable. A clinical assessment review of the event concluded that there is a temporal association between the reported incident and use of anika product due to the acute persistent pain s/p monovisc ia injection to the knee. There was insufficient information to determine root cause and additional attempts to answer questions did not result in additional information being provided. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 30oct2025, the distributor in canada reported the following to anika: medical & scientific information services enquired on behalf of a patient who attended our pain relief clinic for a [monovisc 4 ml, barcode, canada - 690009 lot number (ln) 000001260, exp 27may2028. Dosage given 3 ml/22 ga9], injection to the knee joint. The injection was administered on (B)(6) 2025. Patient contacted clinic on (B)(6) 2025 and complained of increased pain. She stated to the clinic that within 2 weeks she visited her family doctor and was prescribed pain medication. After six weeks post injection she is using a cane to walk and describing the pain as "mostly unbearable". Food allergies- msg & eggs. No other med. Conditions additional information is being solicited. The device is not available for evaluation.